Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of atrial fibrillation (af). Fluoroscopy was completed with dislodgement confirmed. This physician elected to not replace the lead and electrically abandoned it. This lead remains implanted. No adverse patient effects were reported.